Manufacturer narrative:
(B)(4): the customer reported that the defibrillator is not charging the battery. No pt involvement was reported. The customer's biomed evaluated the device and verified the failure. The issue was determined to be a failure of the power pca. The power pca was replaced to resolve the issue. The device passed all testing and remains at the customer's site. We are considering this a malfunction of the power pca.

Event description:
The customer reported that the defibrillator is not charging the battery. No pt involvement was reported.